Manufacturer narrative:
Four sealed blisters were returned. The parameters of the lenses were measured and a visual inspection was performed. The lenses meet company standards for base curve, center thickness, and diameter. No visual attributes were observed. The solution was also tested. The ph and conductivity were in specification. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings. Section: code ¿ device from same lot evaluated; code - visual inspection; code ¿ no failure detected; code ¿ unable to confirm complaint.

Event description:
On (B)(6) 2015 our affiliate in (B)(6) received a photocopy of a letter received from an eye care professional (ecp) advising that a patient experienced redness, swelling, and pain while wearing an acuvue 2 contact lens. A call was placed to the eye care professional (ecp) and the ecp advised that the pt experienced ¿swelling cornea¿ on od when wearing the acuvue 2 contact lens (cl). The ecp advised that the pt was seen ¿about 1 month after and noticed scarring on the temporal side of the cornea.¿ on (B)(6) 2015 additional information was received from the affiliate: the ecp advised that ¿the pt had this had this problem a few months ago possibly dec (B)(6) 2014 and visited an ophthalmologist, who had treated him well. Now, the patient is absolutely fine, the ulcer healed quickly, did not develop into a scar.¿ on (B)(6) 2015 additional information was received from the affiliate which provided the following information: the pt using acuvue 2 lenses for the past four years. On (B)(6) 2015 the pt came on the evening of (B)(6) 2015 and reported redness in the right eye. The pt advised that the suspect cl was 5 days old. The pt reported pain since (B)(6) 2015. The pt had ¿mild lid puffiness, swelling, no discharge with mild unease toward light.¿ the pt was diagnosed with corneal ulcer which was noted at the temporal periphery at 8 o¿clock position. The size was reported as 1 mm and was ¿picking up stain on instilling fluorescein dye.¿ the pt was informed that there was an ¿infection in the eye and it needs to be treated by an ophthalmologist on (B)(6) 2015. It is reported that the pt was seen by an ecp on (B)(6) 2015 and was ¿put off lenses.¿ it was reported that the redness had cleared, no pain, swelling, and no staining. The ¿ulcer seemed to have healed.. Leaving back a corneal opacity-scar.¿ the pt was called for follow-up on ¿ (B)(6) 2015 and it was noted that the eye was clear and quite.¿ ¿about approx.. 0.5mm of corneal opacity was noted. The pt was asked by the ¿ecp not to wear contact lenses in the future.¿ the product has been requested for evaluation. To date it has not been received. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l00250v was produced under normal conditions. If additional information is received, it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
(B)(4). No testing methods available since no evaluation performed. Unable to confirm complaint. Device not returned.